Event description:
The reporter indicated the surgeon did not like the way a 13.7mm micl13.7 implantable collamer lens was loaded; there was patient contact but no injury. The icl was discarded. The reporter indicated the event was due to a loading problem.

Manufacturer narrative:
(B)(4): lens was discarded.